Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022 at around 10:00 am the pediatric patient was sleeping, and his mother wanted to give him breakfast, so she checked his bg and it was 600 mg/dl, although the cgm was reading 170 mg/dl. There were no symptoms and the mother administered 1.5 units of insulin. At 11:40 am the bg was 598 mg/dl and the cgm was 270 mg/dl, so the mother administered 0.75 units of insulin. At 1:10 pm the bg was 399 mg/dl and the cgm was 228 mg/dl. It kept dropping but the mother stopped and removed the sensor due to the inaccuracies. At some unspecified time, the bg was 412 mg/dl and the cgm was 193 mg/dl. At the time of the report the patient was well, and the glucose levels were in range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.